Manufacturer narrative:
Once analysis is complete this event will be updated and resubmitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded this device met specifications.

Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Subsequently, this device was returned to boston scientific for analysis.

Event description:
Boston scientific received information that the patient with this implantable pacemaker and right ventricular (rv) lead experienced increased pacing thresholds, decrease in pacing impedance and decrease in r-wave amplitude. Therefore, the lead was repositioned during an ablation procedure. Following the procedure loss of capture was observed when the patient rolled onto their right side. Therefore, another revision procedure was performed. The lead was explanted. During the procedure blood was observed exiting the distal and proximal setscrews. Therefore, the pacemaker was explanted also. The explanted products are intended to be returned to boston scientific for analysis. No adverse patient effects reported.